Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed error code 14 (prior compressor failure electrical test fail (etf). The unit was switched out for a different iabp to continue therapy. There was no patient harm, injury or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: a1, a2, a3, a4, b3, b5, d5, h6 (patient codes).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure to fix the issue, the fse replaced the scroll compressor which corrected 14 error code on power up. The fse also replaced the helium which corrected failing autofill test during all manifolds test. The fse then performed all functional and safety tests to factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. Initial reporter full name: (B)(6).

Event description:
It was reported that a power-up fault code# 14 occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.